Event description:
It was reported that the patient received inappropriate shocks from the cardiac resynchronization therapy defibrillator (crt-d) for ventricular tachycardia (vt), which appeared to be supra ventricular tachycardia (svt). The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.